Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels over 355 mg/dl. Correction boluses via the pump were delivered to address bg. Reportedly, the customer alleged that the elevated bg levels were due to their novolog insulin and unspecified cartridge issues. However, no damage or issues was observed in the cartridges or insulin. Reportedly, the pump supplies were changed to address the issue.